Event description:
The reporter stated the surgeon inserted and removed a cq2015a collamer aspheric three piece lens due to the surgeon changed to another lens. There was no patient injury, no enlarged incision or sutures. The reporter stated the wrong diopter lens had been selected for this patient. The reporter stated there was no problem with the lens, was not mislabeled or incorrectly marked. A competitor's injection system was used.

Manufacturer narrative:
Other (no product malfunction) - evaluation results - (other): visual inspection of the returned product found the lens optic torn in two pieces. One haptic was broken off and missing. There was evidence of clear surgical residue.